Manufacturer narrative:
Product complaint (B)(4) investigation summary according to the information received, ¿instruments bent while in use, no other issues in the case but it is now not usable". The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that rod for reaming guide holder has the distal tip bent. The overall condition of the device exhibits signs of moderate usage. No other defects were found. It is worth mentioning that the mating device (holder for reaming guides) was returned for evaluation and nothing indicative of a device nonconformance or defects that could have contributed to the reported event were observed. A functional test performed with the mating device revealed that the od for reaming guide holder was not able to be assemble as intended due to the observed deformation of the tip. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended and excessive forces, such as fretting and torsional bending from contact with the outer unit of the reaming guide impactor during use. The overall complaint was confirmed as the observed condition of the rod for reaming guide holder would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the holder is bent. Were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True